Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported resistance could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery. The 6/200 mm armada balloon catheter was advanced over a non-abbott .014 guide wire; however, resistance was felt. The armada was removed, and resistance was again noted with the guide wire. It was noted that there was more resistance during advancement than removal. A non-abbott balloon catheter was used successfully with the same guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).